Event description:
It was reported that impedance check revealed high impedance on one of the leads. As such, surgical intervention took place wherein the leads were explanted and replaced with a paddle lead to address the issue. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue

Event description:
Additional information received indicates that stimulation was restored post op.